Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has had multiple hospitalization due to having hypoglycemic unawareness. The customer's blood glucose level at the time of the hospitalization was 13 mg/dl. Customer mentioned he was treated using glucagon injections and has had trouble inserting sensor. Also customers declined troubleshooting and pump replacement. The customer most current blood glucose was 46 mg/dl. No further information was provided.